Event description:
It was reported that the patient's outflow graft was stented.

Manufacturer narrative:
No additional information has been provided. A follow-up regulatory report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information reported that obstruction was identified with an echocardiogram and a computed tomography scan. Two stents were placed.

Manufacturer narrative:
Section h6 investigation findings: 4253 - blockage identified. Further information was received indicating manufacturer report number 2916596-2023-08796 was duplicate to this event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6 investigation findings: 4253 - blockage identified manufacturer's investigation conclusion: the outflow graft obstruction requiring the two reported stent placements in feb2023 could not be confirmed. It was communicated that no further information would be provided by the customer. The patient remained ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), until (B)(6) 2023, when the patient underwent a pump exchange due to the known outflow graft obstruction. No product was returned for evaluation (reference MFR# 2916596-2023-08744). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.